Manufacturer narrative:
In response to FDA report number mw5089697. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of silicon migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicon migration.

Event description:
Patient reported via regulatory agency right side, "loss of hair, pain in all of my joints, eyes deteriorating, trouble with memory, focus, dropping things, night sweats, bowel movements that never end, shaking, pain in my mouth, sores in my mouth that come and go, persistent insomnia, teeth rotting, fatigue, rashes and itching, inter-connective tissue disorder, new and ongoing autoimmune issues, fuchs dystrophy, sjogren's, heart palpitations, headaches, joint pain and lesion that was adhering my upper mesentery together into a 360 twist; these events are not device related. The patient also reported ¿burning pain under my implant scar, silicone leaching in my body and silicone seeping through slowly and binding the intestines together." Device was explanted.